Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, no image was found. The service repair technician assessed the condition and determined that the damage was most likely due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.